Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the pca board, jtag table board, and sd card were all shorted out, preventing the monitor from powering up. The root cause of the defective components was liquid ingress into the monitor. No adverse event resulted from the shorted pca board, jtag table board, and sd card. The patient was issued a replacement monitor.